Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation coverage to the left foot. The sjm rep had met with the pt for reprogramming, but stimulation could not be regained. It was reported the pt met with the physician and surgical intervention was planned for a future date.